Event description:
Customer reported a past high blood glucose event, with the highest level displaying as "high," but no specific value was provided. Cause was not known. To resolve the issue, the customer administered a correction bolus using their pump. Despite experiencing frequent high blood glucose levels, the customer declined further assistance. Technical support advised the customer to consult with their healthcare provider to discuss potential factors impacting their blood glucose levels, and the customer acknowledged this recommendation.